Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered some inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the therapy was exhausted. Upon review, it was determined that this crt-d reached an explant indicator. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered some inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the therapy was exhausted. Upon review, it was determined that this crt-d reached an explant indicator. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.